Event description:
It was reported that the insulin pump buttons were unresponsive. Customer had low reservoir and wanted to see how many units of insulin she had left and down button was not working. Troubleshooting was done. Customer's blood glucose was 174 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump had intermittent up arrow button response due to light moisture damage to the keypad traces. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, belt clip slot and the battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.